Event description:
Info received indicates the technician is unable to latch the siderail due to rust on the latch and a broken release lever.

Manufacturer narrative:
The technician replaced the siderail latch and release lever to repair the bed.